Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported they were still having the problem. The patient stated that they try to control it but it's too late and they were still having to wear the pampers and pads like they used to be. Agent asked the patient if they have noticed any improvement in their symptoms since the day of the surgery and the patient stated that it's less than 50% and maybe 30% improvement. The patient mentioned they had one post op with the healthcare provider (hcp) where they removed the catheter about a week and a half ago. Patient stated they were also feeling a small electrical current in their vagina when they were standing for a long time, not uncomfortable more like a tingling sensation. Agent reviewed therapy information and sensation expectations. The patient couldn't do changes at the time of the call as they do not know how to used them and preferred to do the process with their son with them. The patient was redirected to their healthcare provider (hcp) to further address the issue.